Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-14625. It was reported that the right ventricular and right atrial leads exhibited sensing amplitude variation and high capture thresholds. The physician elected to reposition the leads on (B)(6) 2020. The right ventricular lead was successfully repositioned but the helix on the right atrial lead failed to extend. The right atrial lead was explanted and replaced. The patient was in stable condition.